Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 1 additional complaint related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20lxac024 indicated that (B)(4) drums of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac024 met release specifications. As of (B)(6) 2020 no samples were returned. Samples are not needed to confirm the allegation. The sample retain was tested through a special test request and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac024 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac024 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). The total number of complaints for this lot met the threshold, however, due to the aforementioned CAPA, no other actions were taken. Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician reported to fresenius customer service that they had a naturalyte lot that resulted in low conductivity values on an unspecified number of hd machines. Upon follow up the registered nurse (rn) confirmed the reported event. She clarified that the occurrence dates are unknown. She confirmed that in all cases where they experienced conductivity issues during treatment, all the patients were able to complete their treatment after switching the jugs of naturalyte mid-treatment. There were no adverse events, serious injuries, nor required medical intervention as a result of these events. They are currently using bibags bi-carb. Sample return pickup was scheduled. This record captures all of the clinic¿s unspecified number of incidents of low conductivity experienced during treatment while utilizing the reported batch.